Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that while using their device to monitor a patient in the catheterization lab, the device intermittently powered itself off. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.

Event description:
The customer contacted physio-control to report that while using their device to monitor a patient in the catheterization lab, the device intermittently powered itself off. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control downloaded the device's electronic records from the event for review and was able to verify the reported issue. The cause of the reported issue could not be determined.